Event description:
The patient reported he experienced his scs ipg heating and his system stimulation turning off. The heating issue is not related to charging. The patient was able to obtain stimulation after he was advised to try his patient programmer. Follow-up identified the heating issue has not recurred.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.